Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a prime/loss of prime issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2014 with the following findings: loss of prime with non-zero force recorded in the black box. No loss of prime during investigation. Force sensor calibration reading was low. Opened pump and removed from case. Removed force sensor. No internal defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.